Manufacturer narrative:
Product complaint # pc - (B)(4). Investigation summary examination and functional testing of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver is unthreading from handle rendering it useless in surgery. It also states that the torque handle has lost its torque-limiting functionality. No patient involvement.